Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lead was later explanted and returned for reliability analysis.

Manufacturer narrative:
(B)(4). This device has been returned. Boston scientific has concluded it is unlikely that device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. The patient was observed on telemetry rv and left ventricular (lv) lead non-capture. Further, a chest x-ray confirmed that rv and lv lead were dislodged. The physician brought the patient to the laboratory for lead revision. The rv lead was repositioned and remains in service. No adverse patient effects were reported.